Event description:
The event occurred on (B)(6) 2009. On arrival at the pt's home, the responders found the pt to be unresponsive and not breathing. The responders administered CPR and prepared the pad device for use. Electrodes were applied to the pt's chest and the device began analysis. The pad device then issued a "low battery" message and powered down. The responders tried a second time but the device again issued the "low battery" warning and shut down. The responders then administered CPR until the emergency services arrived.

Manufacturer narrative:
An analysis of the device event log confirmed the complaint as reported by the user. It showed that on both occasions the battery voltage dipped below the battery management threshold and triggered a low battery warning and caused the device to shut down testing of the returned device and pad-pak was unable to replicate the sequence of events at room temperature. The sequence of events could only be replicated when the device and pad-pak were cooled to 5 degrees celsius. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is for single use, but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.